Event description:
Pt was hospitalized for shoulder replacement. Custom metallic implant failed to assemble as expected and required modification to complete the surgery. Implant not placed in usual and proper manner. Required an additional 60 minutes anesthesia time. Future implant performance not predictable. Different alloy components were used resulting in dimensional mismatch of implants selected. No intraoperative or post operative complications were noted.